Manufacturer narrative:
Conclusion: since the valve has been implanted for over 9 years, it¿s unlikely that the stenosis is due to any potential manufacturing issue. The common probable cause for stenosis is due to pannus overgrowth. From the information received the valve remains implanted. Without the return of the valve for analysis, a root cause of the issues cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years, ten months post implant of this bioprosthetic aortic valve, this device was replaced valve-in-valve due to severe aortic stenosis. Prior to the valve replacement, the patient presented with shortness of breath and lightheadedness. During the replacement procedure, the patient had a pseudoaneurysm; the vessel was closed and the patient did fine. No other adverse patient effects were reported. The patient's relevant medical history includes new york heart association (nyha) class iii heart failure.